Manufacturer narrative:
D9 - date returned to mfg: 06-nov-2025. H3: one device was received for analysis. The service history review indicated that the device had been serviced 12 months ago for the same issue where the primary speaker was replaced. The customer problem was confirmed. To finally resolve the issue, the interconnect printed circuit board was replaced. The pump was recalibrated and tested passing all performance verification testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had actuator control unit (acu) watchdog failure and primary audible alarm during testing.